Event description:
It was reported that there was no image when using angulation. This occurred during preparation for a diagnostic bronchial examination; patient was not under sedation. The procedure was completed with no delay, using a similar device. There was no report of patient harm.

Manufacturer narrative:
E1) establishment name: (B)(6) hospital - noting due to character limit. The device was returned to olympus for evaluation and the reported event was confirmed. Device evaluation found no image. The image disappeared when the device was angulated . Additionally, it was found that the objective lens was chipped. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The g2 field was corrected based on the information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the device passed the leak test, therefore water did not invade the scope. The event was confirmed, however, the root cause for the no image during angulation could not be determined. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.